Manufacturer narrative:
The instrument has been returned for evaluation; however, failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.

Event description:
It was reported that during a da vinci s cholecystectomy surgical procedure, the large suturecut needle driver instrument cable broke at its distal end. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.